Event description:
Target was notified that during the treatment of a vertebral fistula, the dsb ruptured prior to detachment. There was no consequence for the pt, who was successfully treated with another dsb and gdc coil.